Manufacturer narrative:
The insulin pump was received with a critical pump error alarm, problem isolated to the force sensor. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump and pump error alarm. The blood glucose level was 180 mg/dl. Customer stated that critical pump error image was display on the screen. Customer stated that the insulin pump received a pump error alarm. The product will return for the analysis.